Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. Defective parts were replaced and light was returned to use. It was established that when the event occurred, the device did not meet its specification, due defective of sterilizable handle holder on the device and it contributed to event. It was not established if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. When reviewing reportable events for this type of issues we were able to establish that the received incident is occurring at a low ratio. It is the 24th reported event -worldwide- relating to defective sterilizable handle holder. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the part involved and the root cause. In case of new relevant information, the case will be reconsidered. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. The purpose of this submission is also to provide a correction of describe event or problem section. This is based on the result of internal review. #b5. Previous describe event or problem: on 10th october, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. Corrected describe event or problem: on 12th october, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Event description:
On 12th october, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Corrected data: previous describe event or problem b5 : on 15th september, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. Corrected describe event or problem b5 : on 10th october, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. Additional information will be provided following the conclusion of the investigation.

Event description:
On 10th october, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 27th september, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the sterilizable handle holder was defective, plastic ring was loose, metal bolt detached and it was not possible to hold a sterilizable handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.